Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure. During insertion of the dilator into the sheath, the dilator began splitting. The device was then replaced, and the procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis (disposed). The dilator was reshaped prior to use, and no damage noted prior to insertion.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.